Event description:
A peritoneal dialysis (pd) patient reported the catheter broke and fluid was leaking from it and the patient was scared they might get an infection. The patient was advised to go to the hospital at this time. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the fluid leak occurred from the catheter itself and was not caused by and had nothing to do with the cycler set or any fresenius products. The pdrn stated that the patient was advised to go the emergency room and was provided with prophylactic antibiotics and was not admitted. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require any other form of medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and stated the patient terminated treatment that evening and came into the clinic the same morning on (B)(6) 2023 and cut the catheter tubing just before the patient's abdomen and replaced it with new tubing and titanium adapter. The pdrn confirmed that the patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).